Manufacturer narrative:
(B)(4). Date sent: 7/16/2024. D4: batch # 558c14. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gst45b device was received for analysis with no apparent damage and with a gst45b reload loaded on the device. The reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed as expected. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Although no conclusion could be reached on the cause of the reported event of "difficult to open", the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. Device history review. A manufacturing record evaluation was performed for the finished device batch number 558c14, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2024. B3: exact event date unk, entered (B)(6) 2024 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: event description the instrument could not be fired. The device didn´t deliver any staples. Please explain in detail what was the issue with the device. Did the device deliver any staples? If yes, were the staples formed properly? No. If yes, was the staple line complete? No. Did the device cut? No. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No was there any difficulty opening the device? If yes, how was the device removed from the patient? The stapler was removed from the patient. If yes, did the jaws eventually open? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an bowel resection following ileus procedure, the instrument could not be released or the blade was jammed. According to information from the or, the stacker was reassembled with the blue magazine without any problems. It could not be determined whether the trigger was released prematurely. Another instrument was passed and the operation was successfully completed. The patient was not harmed.

Manufacturer narrative:
(B)(4). Date sent: 6/4/2024. Additional information was requested and the following was obtained: did the device fire? No. If yes, were the staples malformed? N/a. If the device fired, was the staple line completed? N/a. If the device fired, was the cut line completed? N/a.